Event description:
Pt reported the infusion device delivers no insulin. Pt stated on (B)(6) 2012, her blood glucose level was 189 mg/dl at 10:30 pm. Pt reported at 12:00 pm, her blood glucose level was 490 mg/dl and she administered 6.0 units of insulin via the infusion device. Pt's normal blood glucose level is 120 mg/dl. Pt stated on (B)(6) 2012 at 2:30 am, her blood glucose level was 385 mg/dl and she administered 5.0 units of insulin via the infusion device. Pt reported her glucose level was 500 mg/dl at 4:30 am and she took correction via the infusion device. Pt stated at 7:30 am, her blood glucose level was 423 mg/dl. Pt reported she went to her diet specialist. Pt stated she felt very sick and vomited. Pt reported the diet specialist called the emergency doctor and the pt went by ambulance to the intensive care unit (ICU) at the hospital. Pt stated she was diagnosed with an infection during the hospital stay and is receiving medication for 7 days; has to remain in the hospital during that time. The hospital discarded the infusion device accessories. No further info is available. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.